Event description:
It was reported that, "bone cement harden before the patella. He was not able to get the patella in it hardens in 8 minutes."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.